Event description:
Device 1 of 3. Reference MFR report: 1627487-2012-1642; reference MFR report: 1627487-2012-1643. It was reported, the pt is requesting his scs system to be explanted due to ineffective stimulation. There is no known device reported. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.